Event description:
This lead was removed and replaced due to high threshold readings. The device was retained at the hosp. There are no adverse events reported for this pt. Should add'l info become available this file will be updated.